Event description:
When the instrument was turned on there was sparking at the power switch. When the instrument was inspected by a baxter service it was confirmed that when the switch was turned on there was a small flames similar to that of a cigarette lighter at the switch. There were no injuries associated with this issue.